Event description:
Event description guidant received information that this coronary sinus transvenous implantable lead could not be successfully placed due to patient condition. Another coronary sinus transvenous implantable lead was successfully implanted. Additionally, this right ventricular implantable lead was not successfully implanted due to the helix not fully retracting when attempts were made to reposition the lead. Another ventricular lead was successfully placed after numerous repositioning attempts; however, it dislodged one day post-implant.